Event description:
It was reported that an unspecified number of syringe 60cc ll tip convenience pak experienced foreign matter contamination. The following information was provided by the initial reporter: material no.: 309680, batch no.: 8239985. Verbatim: excessive amounts of silicone on the plunger.

Manufacturer narrative:
Investigation: eleven (11) samples were provided by the customer for investigation. The samples were visually inspected using unaided vision and silicone was noted. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Silicone readings are performed at the middle and end of each batch with all readings accepted; therefore, the condition reported by the customer cannot be confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 60cc ll tip convenience pak experienced foreign matter contamination. The following information was provided by the initial reporter: material no.: 309680, batch no.: 8239985. Verbatim: excessive amounts of silicone on the plunger.